Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis and subsequently passed away due to another indication. The cause of the peritonitis was not reported. The patient was hospitalized for the peritonitis and on an unreported date, the patient began treatment for the event with vancomycin and gentamicin (doses, frequencies, and routes were not reported). Four days after being admitted to the hospital, the patient passed away due to another indication. It was not reported if the patient had recovered from the event prior to death. Dianeal therapy was ongoing until the time of death, however, the reporter stated that the patient was not performing apd therapy at the time of death. It was not reported if an autopsy was performed. No additional information is available.